Event description:
Hysteroscopy case. Physician not satisfied with output from electrosurgical generator in cut mode of operation. Physician requested power be turned up from 60 watts to 100 watts. Upon depressing the foot pedal, (with new power setting) a loud "pop" sound was heard, accompanied by sparks. This was directly followed by a two inch (approximate) flame erupting from the monopolar cable approximately four inches from the end which plugs into the electrosurgical generator. The flame ceased when the foot pedal was released. Patient's safety was uncompromised, but sparks did land on circulator rn's hand. No holes were visualized on cable prior to start of surgery. Side note: this cable did not belong to the hospital. It was being used as part of a standardization trial. The wolf sales representative was at the hospital and was notified. The representative contacted the quality control department at wolf and received a rga number for the manufacturer to send the cable back for evaluation. This incident has prompted the hospital to demand brand new cables, accessories, or instruments as part of any trials or evaluations.